Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor came loose on the silent nite.

Manufacturer narrative:
The device was not returned; however, the investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer's internal reference number is: comp-(B)(4). Additional information: d4: "model #" "catalog #" corrections: d1: "brand name" e1: "name and address" h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.